Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified due to a different issue that was identified.

Event description:
It was reported that the battery gauge was fluctuating. The customer's blood glucose was 111 mg/dl. It was also reported that the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes. Customer acknowledged and reported that the alert had not reoccurred after charging the pump. Reportedly the customer continued to use the pump for insulin therapy.